Event description:
Customer reported two possible false positive results. One followed up with two negative pcr results and the other received a negative antigen self-test and followed up with another negative cue covid-19 test. Customer provided cartridge serial numbers with cartridge lot 16331c. Technical support reviewed data from back end.

Manufacturer narrative:
Update to g4: PMA/510(k) number added. Update to h10: response to h3 device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive test and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were no previous similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and noted that the cue reader was performing within specifications. To better address false positive test results, the cue reader firmware was upgraded to detect and cancel the test instead of releasing false positive results.